Event description:
It was reported that pump displayed malfunction alarm after pump had been exposed to x-ray. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction alarm occurred again.

Manufacturer narrative:
The tandem pump user guide states: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. The event date listed on b3 is reflective of the time zone of the country of the event.